Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The customer reported that on an unk date, they noted excess air in two packs of the product when they picked the stock for an upcoming case. The packaging looked like they had 'expanded'. The customer was able to apply gentle pressure and the air expelled. The sterility of the packaging may have been compromised. There was no pt contact or injury. There was no delay in surgery. Additional info has been requested.